Event description:
As reported, patient underwent laparoscopic hernia repair on (B)(6) 2024 due to left inguinal hernia. The patient recovered and discharged without any abnormality. On (B)(6) 2024, patient had palpable left inguinal mass and ultrasound showed left inguinal hernia thereby underwent hernia repair surgery. Due to the short time since the last surgery, it is reported that the reoperation had a serious impact on the patient's physical and mental health.

Manufacturer narrative:
As reported, post implant of 3dmax light, patient had recurrent left inguinal hernia thereby underwent hernia repair surgery. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the postoperative complication. Hernia recurrence is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the instructions for use (IFU) supplied with the device. Review of manufacturing records confirms product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in oct 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd."